Event description:
Event description guidant received information that at a routine follow-up clinic visit, it was noted that this cardiac resynchronization therapy device (crt-d) exhibited noise on the rate/sense channel. When reviewing the electrograms, it was noted that during anti-tachycardia therapy (atp) and a delivered shock, the last few markers were missing. A fax was sent to a technical service consultant for review.